Manufacturer narrative:
B3: date of event; the day is unknown. Month and year provided (5/2025) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's upstream occlusion sensor failed. During testing.

Manufacturer narrative:
D9: date returned to mfg.: 6/19/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the upstream occlusion (uso) sensor failed¿ was confirmed. The uso was damaged. Per visual inspection the lens and downstream occlusion (dso) seal was damaged. The components were replaced, and the device passed all tests within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.